Manufacturer narrative:
This supplemental medwatch reports the evaluation of the device. This supplemental medwatch report also corrects information submitted in the initial medwatch report. Please reference sections d1 updated, d4 model number updated, d4 catalog number removed, d4 primary UDI number updated. Evaluation results: the customer was contacted for the return of suspect device. The device has not been returned to zoll for evaluation.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a 53-year-old male patient, sparks were seen from the electrode pads. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.